Event description:
Information was received indicating a cadd legacy plus, mdl 6500, pumps latch (cassette lock) was so tight the customer had difficulty attaching and detaching the cassette. It was also reported when the cassette was attached a ?no disposable, pump won't run" alarm sounded. No adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
Report source: (B)(6). Device evaluation: one smiths medical cadd legacy plus, mdl 6500, was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed date and time discrepancies and occurrence of no disposable attached (nda). Functional testing was performed and confirmed that there was no problem connecting the cassette, although the latch felt a little tight, and no alarm occurred during function testing, the reproducibility of the reported event was not confirmed. One possible, but unconfirmed, problem source was listed as for the date and time discrepancies, possibly a problem on the microprocessor board software defective and for the nda and occlusion alarm, possibly a problem on the cassette side or the circuit side. The investigator re-installed the microprocessor board software and, as a preventative, the downstream sensor was replaced and the upstream sensor re-calibrated. The problem source could not be identified. The investigation was unable to reproduce the problem, the complaint allegation was not confirmed.

Event description:
Information was received indicating a cadd legacy plus, mdl 6500, pumps latch (cassette lock) was so tight the customer had difficulty attaching and detaching the cassette. It was also reported when the cassette was attached a ?no disposable, pump won't run" alarm sounded. No adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
Report source: (B)(6). Device evaluation: one smiths medical cadd legacy plus, mdl 6500, was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed date and time discrepancies and occurrence of no disposable attached (nda). Functional testing was performed and confirmed that there was no problem connecting the cassette, although the latch felt a little tight, and no alarm occurred during function testing, the reproducibility of the reported event was not confirmed. One possible, but unconfirmed, problem source was listed as for the date and time discrepancies, possibly a problem on the microprocessor board software defective and for the nda and occlusion alarm, possibly a problem on the cassette side or the circuit side. The investigator re-installed the microprocessor board software and, as a preventative, the downstream sensor was replaced and the upstream sensor re-calibrated. The problem source could not be identified. The investigation was unable to reproduce the problem, the complaint allegation was not confirmed.